Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
At the time of the initial report in 2008, the meter reported had an unknown serial number and was reported to be a fs freedom meter. A fs freedom lite meter with (B)(4) has been returned and investigated. The complaint was not confirmed and no new issues were observed. All control solution testing results were within range specification and no errors were observed. The readings the customer reported were not found in meter memory. It is also important to note that the first reading recorded within the meter log was obtained on (B)(6) 2010. This is a final report.

Event description:
Customer reported receiving erratic readings on his freestyle freedom blood glucose meter. Customer reported receiving readings of 282 mg/dl, 120 mg/dl 113 mg/dl, 95 mg/dl and 87 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low creatinine results generated on the synchron lx 20 clinical system. The erroneous result was reported outside of the laboratory and questioned by the physician. The sample was rerun on modular chemistry (mc) and higher result was obtained. The higher result was verified by testing the sample on the cartridge chemistry (cc). No information is available in regards to whether or not treatment was initiated or withheld.